Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed a message stating ¿test strips too small¿. The complaint was classified based on customer care advocate (cca) documentation as the patient was not available to provide additional information when follow-up attempts were made. The patient disconnected the initial call and therefore did not provide full details of the event. The patient did not specify when the issue occurred. It is unknown what medications, if any, the patient takes to manage her diabetes or if she made any changes to her usual diabetes management routine in response to the alleged issue. The patient denied developing any symptoms, however stated that she had to visit her doctor as a result of the meter issue, but did not provide details of what treatment was received. During troubleshooting the cca noted that it was not the first time the meter had been used and when the patient was walked through the meter use, the issue was resolved. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs¿ criteria for a serious injury reportable adverse event after the alleged product issue began. The patient reported visiting a healthcare professional as a result of the meter issue. Although the treatment was not specified it cannot be ruled out that the patient received medical intervention as a result of the meter issue.